Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated troponin (accutni) result, above acute myocardial infarction threshold, was generated by access 2 immunoassay system for one patient. Repeat testing on the same and on an alternate access 2 instruments produced elevated results. The result was released out of the laboratory. The patient was transferred to another facility for possible cardiac catheter. However, testing by an alternate methodology produced a negative result of < 0.31 ng/ml, and the cardiac catheter procedure was not performed on this patient. Tha patient results are shown. The customer also indicated the patient had produced elevated accutni results of 0.37, 0.39, and 0.40 ng/ml over the past few years, but could not provide exact dates of the events. The sample was collected in a green top plasma tube and was centrifuged at 30,000 rpm for 4 minutes at room temperature. The sample was not lipemic, hemolyzed, icteric, or low volume. The sample was refrigerated after stat testing. The customer supplied data indicated the results of system checks performed on the (B)(6) 2012, were passing within specifications. Qc was also passing within the customer's established ranges on the date of the event. Service was not dispatched for this event.

Manufacturer narrative:
Conclusion: the cause of the event is unknown. Patient sample sourced interference is suspected as causing or contributing to this event. However, there was no confirmatory testing performed by the customer and there is no sample remaining for beckman coulter to perform additional testing.